Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sticky buttons. Customer¿s blood glucose level was unknown. Customer also reported unexplained no delivery alarms and battery issues. Customer declined to report to medtronic 24 hour technical support department. The device will not be returned for analysis.